Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated for high blood glucose with manual bolus. After the troubleshooting was done, customer was advised the pump was working as designed. Customer was advised to contact health care provider to see if adjustment need to be made. The customer was the 2 high blood glucose rules.